Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv shock lead impedance was higher than 3000 ohm but no noise was confirmed. So, physician tried to add lead during device replacement but it could not be inserted fully due to patient anatomy. Impedance is 3000 ohm but other value is normal (t/h2.8 v; r wave height 12.5 mv: pacing rate 0 percent hv impedance 60ohm) and physician decided to replace device only. Lead remains implanted.